Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the morning of (B)(6) 2026, the patient felt her blood glucose drop low (down to about 40 mg/dl). She heard the urgent low alert and self-treated with glucagon. Her blood glucose stayed really low despite the treatment. At the time, the dexcom system was reading accurately. The patient then had her father drive her to the emergency room (ER). While there the ER staff took her bg and confirmed her close was low (fs value was not provided). The ER staff treated her with dextrose and continued to monitor her. While the patient was being monitored, the dexcom system gave the patient an inaccurate reading of 40 mg/dl, causing the hospital staff to give her an incorrect dosage of dextrose and extending the patient´s stay at the hospital. The patient was on an IV drip for the rest of her stay. The patient was discharged on (B)(6) 2026 and was in better health. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.